Event description:
The information received from the field states that this patient was presented to the interventional lab for an angioplasty procedure of the common iliac artery (side unknown). The vessel was described as heavily calcified and moderately tortuous with a 90% stenosis. The information states that two balloons were used in the procedure and both balloons ruptured at 6 atmospheres during inflation with an indeflator. There was no information as to which balloon was used first in the procedure. Both balloons were properly inspected before use. There was no reported patient injury. As per the qualrap, there is no more procedural or patient information available.